Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 03-jan-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that on (B)(6) 2022, they were made aware that a patient with stenosis of the m1 segment in the left middle cerebral artery (mca) underwent a procedure targeting the intracranial stenosis. During the procedure, the complaint device, a 4mm x 30mm enterprise 2 stent (encr403012 / 6550893) became impeded in the concomitant microcatheter and could no longer be advanced. After repeated attempts, the stent still could not be advanced. The physician retracted the stent for inspection and observed that the stent component has separated from the delivery wire (the stent body was no longer attached to the delivery wire). A new stent was used as replacement with the same concomitant microcatheter to successfully complete the procedure. There was no negative patient impact. On 06-dec-2022, additional information was received. The information indicated that when aside from the reported stent body no longer connected to the delivery wire, the stent / stent delivery system did not appear damaged. Nothing unusual was noted about the system prior to use. The microcatheter use was a 150cm x 5cm prowler select plus microcatheter (606s255x). Continuous flush was maintained through the microcatheter. There was no visible kink nor other damage observed on the microcatheter. The information indicated that the replacement stent used was another 4mm x 30mm enterprise 2 stent (encr403012). There was no clinically significant delay in the procedure as a result of the reported issue. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 30mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent component was already detached from the unit and was not returned for evaluation. The delivery wire and the introducer were found to be in good condition (i.e., no kinks, no fractures, and no separations). The distance between the delivery wire tip and the reference marker was measured and confirmed to be within specifications. The reported issue documented in the complaint related to the stent component becoming impeded in the microcatheter could not be evaluated for through functional testing as the stent component was already detached and not returned; this condition suggests that the enterprise introducer component was not fully seated in the hub of the microcatheter, this resulted in the stent component becoming prematurely deployed and unable to advance further when the healthcare professional tried to advance the stent. However, with the limited information available, this remains speculative and the reported issue in the complaint cannot be evaluated through functional test. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. The reported issue documented in the complaint related to the premature stent deployment was confirmed as the condition of the returned device is consistent with the information provided that the stent component was no longer attached to the delivery wire; however, an evaluation of contributing factors cannot be performed without the stent component. The stent component might have become lost during the post-operative handling of the device or shipping. With the distance between the delivery wire tip and reference marker was found to be within specifications, manufacturing or design defects are not suspected. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6550893. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during removal of the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: the code ¿no findings available (c20)¿ code was used in investigation findings to document that the reported issue related to the premature stent deployment was not confirmed through functional testing as the stent component was not returned. This code corresponds with the ¿cause not established (d15)¿ code used in the investigation conclusions. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6550893. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that on (B)(6) 2022, they were made aware that a patient with stenosis of the m1 segment in the left middle cerebral artery (mca) underwent a procedure targeting the intracranial stenosis. During the procedure, the complaint device, a 4mm x 30mm enterprise 2 stent (encr403012 / 6550893) became impeded in the concomitant microcatheter and could no longer be advanced. After repeated attempts, the stent still could not be advanced. The physician retracted the stent for inspection and observed that the stent component has separated from the delivery wire (the stent body was no longer attached to the delivery wire). A new stent was used as replacement with the same concomitant microcatheter to successfully complete the procedure. There was no negative patient impact. On (B)(6) 2022, additional information was received. The information indicated that when aside from the reported stent body no longer connected to the delivery wire, the stent / stent delivery system did not appear damaged. Nothing unusual was noted about the system prior to use. The microcatheter use was a 150cm x 5cm prowler select plus microcatheter (606s255x). Continuous flush was maintained through the microcatheter. There was no visible kink nor other damage observed on the microcatheter. The information indicated that the replacement stent used was another 4mm x 30mm enterprise 2 stent (encr403012). There was no clinically significant delay in the procedure as a result of the reported issue.